Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2012-00357. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. The referenced device was returned to omsc for evaluation. Omsc evaluated the device and found that though the errors relevant to a lamp were logged in the device, there was no abnormality and irregularity. Also, there was no record indicating the abnormality of the internal temperature of the device. The exact cause of this phenomenon of the device cannot be conclusively determined, however there is the possibility that the malfunction of the device is attributed to the user handling of the devices and/or the usage environment. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the bronchoscopy, the main lamp of the clv-190 had gone out and the spare lamp of the clv-190 had not been lit. The nurse had seen the error code on the monitor but it was unknown what kind of error code was because she had forgotten it. A few minutes later, the main lamp had been reactivated by itself. The procedure had been completed using with same clv-190. There was no pt harm reported.

Manufacturer narrative:
The referenced clv-190 was not returned to the olympus for evaluation. The exact cause of this phenomenon could not be conclusively determined, however there was a possibility that environment of the facility and/or user handling caused this phenomenon. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. Olympus stated the appropriate handling of the clv-190 in the instruction manual when the clv-190 had abnormalities. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.